Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 13,2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date; g4 (date received by manufacturer; g7 (indication that this is a follow-up report; h2 (follow-up due to additional information; h4 (device manufacture date; h6 (identification of evaluation codes 11, 3331, 4114, 3221,4315. Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3:4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The complaint sample was not returned; therefore, a thorough investigation could not be performed and a definitive root cause could not be determined. A representative retention sample from the same lot number was obtained and visually inspected and no damage was noted. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the reservoir. It is likely that the unit was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a cracked manifold was observed causing them not to establish suction with a syringe. As a result they've used the other two ports to complete the surgery. No known impact or consequence to patient. The product was not changed out. The surgery completed successfully.